Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It reported the customer alleged the pump settings changed by itself after resetting the pump. Tandem technical support advised the customer this was not possible however, the customer did not acknowledge this information. The customer changed settings and resumed insulin therapy. No reported adverse impact to the customer's blood glucose.